Event description:
A customer contacted physio-control to report that their device displayed a blank screen and would not complete its boot up cycle during power on. As a result the device would have been in a lockup condition and defibrillation therapy would not be available, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The customer was provided with a replacement device.the removed part was further evaluated by stryker product analysis center (pac). The root cause was determined to be due to shorted capacitor, c181, on the user interface pcb assembly.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device displayed a blank screen and would not complete its boot up cycle during power on. As a result the device would have been in a lockup condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.